Event description:
It was reported the programmer was slow to interrogate. No improvement with replacement of programmer head. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer was slow to interrogate; programmer was able to interrogate normally after programmer error logs were pulled. Hard drive was reconfigured and software reloaded to resolve issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.